Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose and found that the customer did go to the hospital and had no serious injuries. Initially, the customer called requesting assistance with changing back into english. The customer's blood glucose reading was 305mg/dl. The caller mentioned that she had low blood glucose and then she ate, but her glucose level went up. No further information was provided.